Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a hole in the right cylinder was confirmed. No patient complications were reported.